Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 29-jul-2021: no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be under the manufacturing specifications. The expulsor was replaced to bring the delivery into more nominal range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed flow test on fluke ida. It is unknown if there was a patient or clinician injury associated with this occurrence.